Event description:
It was reported that a patient, underwent a procedure with a smart touch unidirectional and suffered a pericardial effusion, which required an intervention to prevent permanent impairment. The patient¿s medical history is unknown. There is no further information about the hospitalization and what specific intervention was performed. The procedure was completed successfully. The patient was reported to be in stable condition at the time the complaint was reported. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available, so per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
The product was discarded; therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).